Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they received fluid delivery line (fdl), chart, strap kit, fill tube. The arctic sun device initially ran and started a grinding noise after about an hour of decontamination and the unit was initially short filled, after sanitization cycle filled normally. Installed test mixing pump to cool and test circulation pump to draw water into the device and autofill. Mixing pump motor connection was found 1 pin off and the double bend tube was found almost out of the tank. The device would not autofill or cool during decontamination due to a failed circulation pump and failed mixing pump respectively. Decontamination tech noted a grinding noise emanating from the device. This was found to be caused by a lack of sufficient level of water passing through the chiller pump due to the failed mixing pump not moving enough water from the main tank to the chiller tank and the root cause of the reported short fill. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as the grinding noise was caused by a lack of sufficient level of water passing through the chiller pump due to the failed mixing pump not moving enough water from the main tank to the chiller tank and the root cause of the reported short fill. Completed the 2000-hour pm procedure on the device. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they received fluid delivery line (fdl), chart, strap kit, fill tube. The arctic sun device initially ran and started a grinding noise after about an hour of decontamination and the unit was initially short filled, after sanitization cycle filled normally. Installed test mixing pump to cool and test circulation pump to draw water into the device and autofill. Mixing pump motor connection was found 1 pin off and the double bend tube was found almost out of the tank. The device would not autofill or cool during decontamination due to a failed circulation pump and failed mixing pump respectively. Decontamination tech noted a grinding noise emanating from the device. This was found to be caused by a lack of sufficient level of water passing through the chiller pump due to the failed mixing pump not moving enough water from the main tank to the chiller tank and the root cause of the reported short fill. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.